Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer attempted to load a new cartridge to address the issue, however, it was found that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 353 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D9 h3 h6 - remove codes 4114, 3221, and 67 h10 - replace h10 statement d9 h3 h6 - remove codes 4114, 3221, and 67 h10 - replace h10 statement